Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens implanted. (B)(4) refractive surprise. Implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.50/+6.0/087 diopter, in the patient's left eye (os) on (B)(6) 2016. The reporter indicated the lens had a refractive surprise and remains implanted.

Manufacturer narrative:
Additional information: conclusion code: patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. (B)(4).